Event description:
It was reported that the gamma3 target device got bent after hammering it.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.